Event description:
It was reported that the patient was experiencing seizures and pruritus. The patient was also pale, tachycardic, and suddenly became "stiff as a board". The patient was admitted to the hospital. It was reported in 2008, that baclofen withdrawal was ruled out by the hospital physician. It was recommended that the patient have a follow-up eeg. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.